Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, the reported failure green noise was confirmed however flickering was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and burn-in caused by a faulty lcd panel, with the burn-in located on the left side of the lcd panel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of green noise appearing across the entire image was traced to component failure, the most probable root cause of flickering could not be established and the most probable root cause of no image condition and lcd burn-in located on the left side of the panel was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor had green line noise appears with a flickering image. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide serial number of the device and due to a correction required. Updated fields: d4 - serial #, h2 and h11. Corrected field: h6 type of investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.